Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 lead, implanted: (B)(6) 2011; 4076 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that during a routine lead replacement procedure, the left ventricular (lv) lead caused phrenic nerve stimulation. The lead was reprogrammed multiple times until turned off. The lead was capped and replaced the next day. No further patient complications have been reported as a result of this event.